Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 12,2023. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H6 (identification of evaluation codes 3331, 4114, 3224, 3259, 19). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings #1: 3224 - optical problem identified. Investigation findings #2: 3259 - improper physical structure. Investigation conclusions: 19 - cause traced to user. The sample was not returned; therefore, a direct investigation could not performed. Past product complaints were reviewed for similar issues and possible causes are most likely due to, the product was either dropped or inadvertently struck by an object, and excessive force was exerted on the endoscope shaft, that could deflect the shaft and lead to the alteration of the internal lens system. The most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
As per the user facility, the yellowish color was noticed during the sterile processing.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that they could not see through the endoscope. It is unknown when this event occurred, whether there was a delay in the procedure, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.